Manufacturer narrative:
Investigation is not completed. Product not returned for investigation. User facility is not identified in the another country orthopaedic association's national joint replacement registry annual 2006 report; therefore, user facility cannot be contacted to request a medwatch 3500a form. The doctor is not identified in the report; therefore, no other patient information is available. Trends will be evaluated. This report will be amended when the investigation is completed.

Event description:
Per the another country orthopaedic association's national joint replacement registry annual 2006 report, there have 3 advance(r) uni knee revisions we were not made aware of.